Event description:
It was reported that, "package was empty, no product only patient stickers." There was no adverse patient consequence.

Manufacturer narrative:
The review of the manufacturing and packaging documents revealed no deviation during packaging process. The 50 drill were manufactured for this lot and also 50 drills were packed. The review of packaging components revealed that also 50 packed cardboard boxes were used for this lot. Based on this information, it could be assumed that the reported event is not related to a packaging failure at the manufacturing facility.